Event description:
It was reported that the right atrial (ra) lead had dislodged, and exhibited loss of capture. The dislodgement confirmed via x-ray. Furthermore, a device revision procedure was required to reposition the lead. The procedure was completed successfully. No adverse patient effects reported other than the revision procedure.

Manufacturer narrative:
Should additional information become available, this report will be updated.